Manufacturer narrative:
(B)(4). Batch # p94h5e. Investigation summary. The device was returned disassembled and with missing components. Due to the condition of the device, the functional testing could not be performed. The internal components were inspected, it was found the closure indicator was broken. The missing component is the trigger. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused this issue. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a total laparoscopic distal gastrectomy procedure, there was a clicker failure. The part in the handle that provides audible feedback wasn't providing the audible feedback. No patient consequence reported.